Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had failed. Attempts to obtain additional pertinent information were unsuccessful. This rv lead was surgically abandoned. No additional adverse patient effects were reported.